Event description:
It has been reported to philips that the stand propeller movement was unavailable. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system's stand movement was not available. Upon investigation, fse found lao is 121> 120 which is out of range and need to be readjusted. Fse replaced the propeller potentiometer and readjusted the table and stand. The system was returned to good working order. These codes were updated based on investigation outcome.